Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat a lesion in the proximal and middle superficial femoral artery. During the procedure the patient suffered dissection type c. The event was treated with non-medtronic stent.